Manufacturer narrative:
Device evaluation summary: visual and macroscopic examination confirms the nose of the crescent implant where it interfaces with the inserter has broken off. Macroscopic examination of the lower implant revealed material deformation consistent with excessive force. Examination of the fracture surface reveals a fairly brittle fracture surface, with rays emanating away from the area of crack propagation, and no indication of fatigue. The location and nature of the fracture, in addition to the implant nose damage is consistent with material overload during insertion as the mechanism of failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 9392507, 510k # k172199 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient presented with l5-s1 herniation; and underwent transforaminal lumbar interbody fusion at l5-s1. During the surgery, distraction was applied to the rods on both sides and the cage was inserted into the intervertebral space. The posterior edge of the cage entered the vertebral body, and when the inserter was rotated (before unlocking), the cage broke. The broken cage was removed with the help of forceps. The intervertebral space was reported to be narrow. No fragment of the broken cage remained inside the patient. Then, distraction was applied again and a new cage was inserted. There was a delay of less than 60 minutes in overall procedure as a result of this event. No patient complications were reported as a result of this event.